Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the scroll compressor the fse then performed, all calibrations, manifold, pneumatic performance, functional and electrical safety test. The unit passed all tests and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a power-up failure code #14, this is related to compressor failure. No additional information available in reference to circumstance of occurrence or patient involvement. No adverse event reported.